Event description:
It was reported that the (1) er320 was used during an unk surgery. It was reported that the clip applier did not close when the handle was squeezed at the beginning of the surgery. Three attempts were made to close the device but all were unsuccessful. The operating staff immediately contacted "ees" by phone and a replacement device was sent. The pt consequence is unk.